Event description:
Event description: xtra small circulo guidewire got stuck in a large flexnav delivery system after successful valve delivery on removal of the system. They had to pull with force to remove the wire and the wire has unraveled. Patient status: fine. Question: what was the size of the navitor valve? Answer: 27mm question: was a pre-bav performed? If so, was the same wire for both the pre-bav and the valve implant procedure? Answer: yes, pre dil was performed and with the same wire for both question: did the procedure involved pacing? If so, was the same wire used for pacing and the valve implant procedure? Answer: pacing done only for initial deployment question: what steps were taken to troubleshoot the stuck guidewire? (Ex: removing the ds and the wire together, cutting the wire, forcing the wire free, etc.)? Answer: forcing the wire free question: was there any guidewire manipulation required during the valve implant? (Ex: rotating the delivery system to troubleshoot a stuck retainer tab. Potential torque to the delivery system or the wire may have the opportunity to damage the wire.) Answer: no guidewire manipulation question: did the patient remain hemodynamically stable throughout the procedure? Answer: yes question: was there a clinically significant delay? If so, please detail the patient effect sustained due to the delay answer: no clinically significant delay.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the follow up report. The patient information was not provided; therefore, part a could not be completed. Additional event information has been requested.

Event description:
Additional information: question: was there any damage noted to the circulo guidewire prior to use? Answer: no. Question: the instructions for use for circulo state that a catheter must be advanced into the treatment area over the circulo guidewire prior to withdrawing the wire. Was the end user attempting to remove the circulo guidewire through the flexnav delivery system when the wire got stuck? Answer: yes, to swap for an exchange wire question: was there any attempt to remove the delivery system upon release of the valve without the circulo wire? Answer: no. Question: how was the wire removed from the patient? Answer: out of delivery system and got stuck. Question: what is meant by [?]unraveled'? Is the coil wire material stretched or is there a fracture to either the coil or core wire material or both? Answer: wire unraveled from being pulled once stuck. Question: was there visible damage noted to the delivery system upon removal from the patient (if so, please describe)? Answer: no. Question: it's reported that bav and valve deployment were completed using the same circulo wire. Was there any resistance noted during the initial placement of the circulo guidewire within the patient, during the bav procedure, or at any time prior to the resistance noted with the delivery system and the guidewire? Answer: no initial resistance. Question: is there media available for review? Answer: no. Question: what does the end user believe caused the resistance between the wire and flexnav? Answer: believes potentially is flex nav as they have had this issue with a safari wire before. Question: how was this procedure completed? Answer: system removed, vessel closed with pro glides, no vascular complication. Question: listing and model of other devices used during the procedure, include the model, brand name, sizes, etc.? Answer: nothing else used. Gore dry seal 14f sheath before navitor valve. Question: is this a new user or experience user? Answer: experienced question: what was the reason for exchanging the wire? Answer: to exchange for an exchange wire to close. Question: what wire was used for pacing during the initial deployment? Answer: circulo. Used it for pacing and no issues with pacing at all.

Manufacturer narrative:
This medwatch report is an update to the previous report. Additional information has been added to section b5. Updated sections d8, e4, and h11. Product is expected to be returned; however, the product has not been received at the time of this report. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in a follow up report.

Manufacturer narrative:
This medwatch report is an update to the previous report. The device was received for evaluation on september 15, 2025. Updated sections d9, h3, h6 (b, c, and d) and h11. As received, the specimen consisted of one-1 each pkg-tavi gw xs EU 275-035; returned coiled, loose without the dispenser assembly; double bagged within "zip-lock" style poly biohazard pouch. The distributor confirmed the guidewire was separated from the flexnav delivery system prior to being received at their facility. Images provided by the distributor show the circulo guidewire separated from the flexnav delivery system. A kink was observed on the inner shaft, proximal to the radiopaque tip (nosecone). The flexnav delivery system was not included with the returned specimen received at lake region medical. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The specimen presented a ductile, tensile overload of the core wire at 0.4 cm from the distal tip weld mass with 140 cm of concurrent stretched coil damage beginning at the distal tip. Additionally, the specimen presented bend damage in the small diameter curve, and at 140cm and 259cm from the distal aspect of the formed curve. No fracture/shear damage to the core wire was noted in the event description or supplemental information. While the exact timing of the damage could not be determined, it was reported that the wire was forced free and that the wire unraveled after becoming stuck. The observed damage to the wire is consistent with withdrawal from the flexnav delivery system against resistance, as reported. Our investigation was unable to confirm that the product did not meet specification prior to shipment. The investigation concluded that the product met specification at the time of shipment. As noted in the device instructions for use (dfu) precautions: the safety and effectiveness of this guidewire for temporary pacing in the ventricle has not been established. As noted in the device instructions for use (dfu) warnings: 11. Never advance the guidewire against the resistance without first determining the reason for resistance under fluoroscopy. Excessive force against resistance may result in damage to the catheter or vessel/organ. Care should be taken when advancing a guidewire after device deployment. 12. The guidewire should only be introduced into or withdrawn from the heart through a catheter already positioned in the ventricle. 13. The curve of the circulo¿ guidewire should be constrained within a catheter during insertion into or withdrawal from the body or treatment site. As noted in the device instructions for use (dfu) procedure: 9. Maintain guidewire position while tracking or advancing a catheter or device over the wire. A. Visibly monitor the guidewire double curve when advancing a device over the wire. If resistance is met while advancing the device over the wire stop; evaluate the cause before proceeding (use fluoroscopy if necessary). 10. To remove the guidewire from the treatment area: a. A catheter must be advanced into the treatment area over the circulo¿ guidewire prior to withdrawing the wire. B. The circulo¿ guidewire is pulled back completely into the catheter. C. The circulo¿ guidewire may then be withdrawn from the catheter. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided and the evidence presented, it appeared that procedural and/or clinical factors have contributed to the event as reported. We reviewed the associated risk documentation relative to this product and confirmed that this incident is listed and that it is trending within the established occurrence threshold. Should additional information be received, a follow up medwatch report will be submitted.

Manufacturer narrative:
This medwatch report is an update to the previous report. Additional information was received from the distributor reporting the device is not expected to be returned. Updated sections d9, h2, h3, h6 (b, c,and d) and h11. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As noted in the device instructions for use (dfu) warnings: 11. Never advance the guidewire against the resistance without first determining the reason for resistance under fluoroscopy. Excessive force against resistance may result in damage to the catheter or vessel/organ. Care should be taken when advancing a guidewire after device deployment. 12. The guidewire should only be introduced into or withdrawn from the heart through a catheter already positioned in the ventricle. 13. The curve of the circulotm guidewire should be constrained within a catheter during insertion into or withdrawal from the body or treatment site. As noted in the device instructions for use (dfu) procedure: 9. Maintain guidewire position while tracking or advancing a catheter or device over the wire. A. Visibly monitor the guidewire double curve when advancing a device over the wire. If resistance is met while advancing the device over the wire stop; evaluate the cause before proceeding (use fluoroscopy if necessary). 10. To remove the guidewire from the treatment area: a. A catheter must be advanced into the treatment area over the circulotm guidewire prior to withdrawing the wire. B. The circulotm guidewire is pulled back completely into the catheter. C. The circulotm guidewire may then be withdrawn from the catheter. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, it appeared that procedural and/or clinical factors have contributed to the event as reported. We reviewed the associated risk documentation relative to this product and confirmed that this incident is listed and that it is trending within the established occurrence threshold. Should additional information be received, a follow up medwatch report will be submitted.

Manufacturer narrative:
This medwatch report is an update to the previous report to include the following additional information: the medical device referenced in part d of the initial 30-day report is not marketed in the united states and does not have a gudid entry. However, a similar device (circulo, model: daibw-001) is marketed in the u.s. And shares comparable design and functionality. This report is being submitted to ensure compliance with FDA requirements under 21 cfr part 803.